Event description:
It was reported that during unpacking, a catheter shaft broke. When the 3.00x16mm promus element plus stent delivery system (sds) was removed from the packaging, the stylet of the sds was found to be slightly stuck. When the stylet was tugged on, the sds separated into two pieces, approximately 30 cm from the stent. There was no patient involvement and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a shaft hypotube break located 25.5cm from the tip. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during unpacking, a catheter shaft broke. When the 3.00x16mm promus element plus stent delivery system (sds) was removed from the packaging, the stylet of the sds was found to be slightly stuck. When the stylet was tugged on, the sds separated into two pieces, approximately 30 cm from the stent. There was no patient involvement and the procedure was completed with another of the same device.